Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin during the loading sequence and was educated that this is considered off label insulin use. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 280 mg/dl.